Event description:
Same case as manufacturer#'s 6000093-2006-01378 and 6000093-2006-01380. A patient's wife reported that her husband had a taxus express2 3.50x28.0mm drug eluting stent (des) implanted in an unspecified vessel. Subsequently, he bled at the site, and did not feel well for one week. He also experienced chills for the whole week, with no fever. On the 11th day post-procedure, he developed a fever of 103 degrees. MRI and cat scans were negative. The diagnosis was "fever of unknown origin". Two months later, another taxus express2 3.50x8.00mm des and taxus express2 3.00x20.0mm des were implanted in unspecified vessels. Several days later, the patient developed a full blown rash, except for the groin area and pruritis. The upper extremities developed massive pitting edema. He was reported to have had a 7 pound weight gain attributed to swelling in both arms. Solumedrol was initiated, and symptoms lasted one week. The patient continues on prednisone. Over the last month, he has experience of intermittent fevers, rash, diarrhea, and leg cramps. Pt has been to see his pcp, cardiologist, and immunologist/allergist for evaluation. Upon follow-up with the patient's physician it was reported: the patient had a taxus express2 3.50 x 28.0 mm drug-eluting stent (des) deployed in his right coronary artery (rca). He administered aspirin and plavix as follow-up medications. Immediately after this initial stenting procedure, in the recovery area, the patient developed small hematoma and pressure had to be re-applied. There were no other obvious complications. Several days after going home, he developed fever and chills. The physician was not aware that the patient was readmitted to the hospital. Patient had an extensive workup that was negative for any infection and this was the result of a possible viral syndrome. Approximately two months later, the patient underwent another stenting procedure at the bifurcation of the mid circumflex (cx) and the obtuse marginal (om). A taxus express2 3.50x8.00mm des was used to stent the mid cx just distal to the origin of an om. Next, a taxus express2 3.00x20.0mm des was placed in the cx extending into the om. A kissing balloon angioplasty was done. Several days later, the patient developed a severe rash of his upper body and upper extremities and had severe edema in his arms. He was treated with IV corticosteroids and stent home on medrol dose-pak. After weaning from the dose-pak, symptoms recurred and the patient has resumed use of prednisone. The patient has also been experiencing malaise and diarrhea. There was no significant calcium was seen on fluoroscopy in any of the lesions. The rca was sequentially 40% stenosed and 90% stenosed in the proximal rca. This was reduced to 0% and 0% respectively with the taxus express2 3.50 x 28.0 mm des. The "t" stenting of the mid cx/first om vessel were 80% stenosed in the mid cx and 80% stenosed in the ostial om which was reduced to 20% and 0% respectively with the taxus express2 3.00 x 8.00 mm des in the mid cx just distal to the bifurcation and a taxus express2 3.00 x 20.0 mm des in the mid cx extending into the first om vessel. Prior to the initial procedure, the patient was using advicor, benicar, omacor, aspirin and a multivitamin (niacin). During the initial procedure, the patient was administered heparin and integrilin. Immediately after the initial procedure, the patient was administered plavix and continued on plavix thereafter. During the second stenting procedure angiomax was used. The aspirin and plavix were continued. His other medications stay the same except for increasing the niacin from 500 mg to 1000 mg daily. The niacin was stopped as soon as the patient started having his rash. The physician did not follow the patient clinically after the second stenting procedure. He has an excellent clinical cardiologist and is also seeing his primary care physician and an allergist/immunologist. The physician feels that the reaction is either from the stent, i.e., the metal, polymer coating or active drug, or the plavix. The patient was on aspirin prior to the initial procedure. The plavix was begun at that time. The patient has no known allergies. The physician stated that the patient has had significant allergic-type reactions. He is uncertain if the fever and chills after the first stent was a viral syndrome or a reaction to the stent or medications. The reactions the patient is having after the second stenting procedure are clearly an allergic phenomena. He does not know whether it is from the stent, polymer, drug on the stent, or the only new medicine he is on, which is the plavix. The physician discussed with the patient and his wife that a reasonable plan of action is to stop the plavix six months after the stents were placed in. If his symptoms resolve, then we will know it is from the plavix. If they do not, we will have to assume it is from some component of the stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds material, assembly and performance specifications.